Event description:
During cardiac cath, the physician was withdrawing the choice pt extra support guidewire when part of the disk was sheared off and remained in the right coronary artery. The physicians were able to retrieve the sheared segment with the use of a micro snaring catheter. The patient was hemodynamically stable at the end of the procedure. The packaging was not saved and the guidewire does not have the lot # imprinted on it.